Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device was an over infusion and pca tubing manually before inserting the syringe and programming the device was identified as a user error. The case escalated to dchu. Dchu will contact the user for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. There was patient involvement and no harm. Although requested no additional information will be provided by the customer, no devices will be returned. Following an on-site visit by the manufacturer¿s representative, additional details were obtained regarding the pca pump usage. It was reported that a 30 ml syringe of dilaudid was programmed to deliver 6 mg every 4 hours with a 10-minute lockout interval. At 19:00, the syringe contained 20.9 ml, but by 07:00, only 3.9 ml remained. The patient had pressed the pca dose button 11 times, each delivering 0.4 mg per dose, for a total expected volume of approximately 4.4 ml. This discrepancy suggests that significantly more medication was delivered than expected based on the recorded pca requests. Nursing practice is to prime the pca tubing manually before inserting the syringe and programming the device.

Event description:
It was reported an over infusion. There was patient involvement and no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.